Manufacturer narrative:
The customer reports that the bedside monitor screen goes white. Customer requested part number for lcd and inverter board. Customer confirmed that replacing the lcd and inverter board resolved the issue. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reports that the bedside monitor screen goes white. Customer requested part number for lcd and inverter board.